Event description:
It was reported that this patient passed out, went to the emergency room, and was admitted to the hospital. The patient reported that the electrocardiogram (ECG) in their hospital room showed a heart rate of 84 beats per minute but did not show device pacing activity from their single chamber implantable cardioverter defibrillator (ICD) device. The patient also noted that they never received a shock from their ICD device. The patient contacted boston scientific technical services (ts) asking why the ECG did not show device pacing activity. Ts discussed demand pacing and possible programmed lower rate limit (lrl). The patient indicated they did not know their lrl programming. Ts referred the patient to their following physician for further discussion of device operation. Attempts to gather additional information were unsuccessful. The device remains in-service. No additional adverse patient effects were reported.